Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving morphine (concentration not known, dose 2.5mg/day) via an implantable pump for non-malignant pain. It was reported the patient was experiencing wicked stomach pain for one and a half years, beginning in (B)(6) 2014. It was noted the patient had had many back surgeries, heart bypass surgery and stents so he could tolerate pain, but the stomach pain was noted to be horrible and 24/7. It was also reported the patient had many tests including eating tests, h. Pylori tests, and CT's with and without dye but they were unable identify anything. The patient needed a colonoscopy but had been unable to do it because of the stomach pain issues. They were also experiencing depression symptoms and being "down in the dumps" due to all the tests and no real answers. His family hcp and gastroenterologist both believed it was the morphine from the pump causing his stomach issues. The severe stomach issues occurred after he would eat; his stomach would be hard and bloated. The patient was hospitalized yesterday, (B)(6) 2016 for more tests. A hcp at the hospital reportedly told the patient he could be given a drug that would make his stomach much butt ER, but he would get the "runs". The patient also missed a refill appointment they were due for, on (B)(6) 2016, because of the tests and being hospitalized. There were no pump alarms. A home infusion company performed the patient's refills. The patient was to follow up with their physician once he got back into town and it was noted he might suggest filling the pump with saline to see if the stomach pain improved without the morphine. The pump was to be refilled when the hcp got back in office. It was noted he could not live with the pain and that the pump had given him his life back but he felt "it may be time". Further information was not provided including what actions/interventions were taken or if the cause was determined. The patient was currently also taking the following medications: baby aspirin, zoloft, lorazepam, plavix, prilosec, nexium and probiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.